Event description:
Related manufacturer reference numbers: 2017865-2022-01220. New information received noted that the right ventricular (rv) lead also exhibited high capture threshold and the left ventricular (lv) lead exhibited diaphragmatic stimulation. The lv lead was placed in the rv port for back up pacing on (B)(6) 2022. Patient condition was stable.